Manufacturer narrative:
The drive support was inspected and no anomaly was noted. No cosmetic damage was noted during visual inspection.

Event description:
It was reported via phone call that the drive support cap is cracked. The customer's blood glucose was between 49mg/dl-289mg/dl. The drive support cap is protruded. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see d11 for additional information.